Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via facility medwatch no. (B)(4) that guide wire fracture occurred. A 182cm choice¿ guide wire was advanced to an unspecified renal vessel. After the procedure, the device was removed and it was noticed that the distal end of the wire was slightly bent and it broke outside the patient's body. The procedure was successful and no patient complications were reported.